Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was bent in multiple locations throughout its length. The embolization coil was detached from the pusher assembly and the stretch resistant wire (sr wire) was fractured. Conclusions: evaluation of the returned device revealed the sr wire was fractured and the embolization coil was detached. Fracture of the sr wire typically occurs due to forceful retraction of the ruby coil against resistance, and will allow the embolization coil to detach from the pusher assembly. Further evaluation revealed the pusher assembly was bent in multiple locations. These bends were likely incidental and may have occurred during packaging for return to penumbra. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through a lantern delivery microcatheter (lantern), the lantern shifted out of place; therefore, the physician attempted to retract and re-sheath the ruby coil. While retracting the ruby coil, it unintentionally detached within the lantern; therefore the lantern was removed with the ruby coil inside. The physician then decided that the procedure was completed at this point. In addition, the physician reported not using a rotating hemostasis valve and not maintaining continuous flush. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2017-00238. Section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully placed a ruby coil using a lantern delivery microcatheter (lantern). The physician then attempted to place another ruby coil, however while advancing the coil through the lantern, the lantern shifted out of place. The physician therefore attempted to retract and re-sheath the ruby coil. While retracting the ruby coil, it unintentionally detached within the lantern; therefore the lantern was removed with the ruby coil inside. The physician then decided that the procedure was completed at this point. In addition, the physician reported not using a rotating hemostasis valve and not maintaining continuous flush. There was no report of an adverse effect to the patient.